Event description:
It was reported during the procedure in the heavily tortuous/calcified right coronary artery, direct stenting was attempted using a 2.75x15 rx xience xpedition stent delivery system. The stent system was advanced; however, resistance was felt due to the characteristics of the vessel. The physician pushed the stent delivery system and the proximal shaft kinked outside the patient anatomy. Additional attempts were made to advance the stent system against resistance and the proximal shaft developed an additional kink and then ultimately separated in two pieces outside of the anatomy. The stent system was withdrawn over the guide wire from the anatomy without resistance. Pre-dilatation was performed using a 1.5 rx trek balloon and a 2.5 rx trek balloon. A new same stent system was advanced successfully and the stent was deployed at the target site. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation and kink in the shaft were confirmed via returned device analysis. Based on the visual and dimensional analysis of the returned device, there is no indication of the product deficiency. It should be noted in the xience xpedition everolimus eluting coronary stent system instructions for use states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. It is unlikely that the IFU deviation caused or contributed to the reported separation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.